Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed intermittent loss of capture of the right ventricular lead. Chest x-rays revealed that the lead had dislodged. The lead was turned off at the time of the follow up. The lead was then explanted and replaced. The patient was stable post procedure.